Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump was hard to read, was squirting out insulin instead of dripping during prime and the buttons were sticky when they presses them also the insulin pump was locked up and was unresponsive. Customer¿s blood glucose level was unknown. Customer also reported battery life diminished, scratches or damage on the display, rejected new batteries, had mechanical issues, rewind slower, unusual grinding noises. The device will not be returned for analysis.